Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was resetting. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor was resetting. The cause of the resets was due to a loose jtag table board. The root cause of the loose board cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the loose board. The last patient to use this monitor did not report any deficiencies.